Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A manufacturer representative went to the site to test the equipment. Testing revealed that the power cable of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The power cable of the navigation system was returned to the manufacturer for analysis. Analysis found thatthe cable was cut at the strain relief exposing internal wires. It was noted that no bare conductors were exposed and that the cable passed continuity testing. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A manufacturer representative reported that, while outside of a procedure, the power cable of the navigation system was frayed and that wires were exposed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.